Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, high defibrillation impedance was noted on the right ventricular lead. During the revision, insulation damage was noted on the lead. The lead was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
As received, a partial lead was returned in two pieces. Multiple external insulation abrasions were found at the proximal region of the lead breaching all the lumens. The etfe cable coatings and the ptfe liner were found to be intact in these locations. The cause of the reported event of insulation damage is due to external insulation abrasions which is consistent with friction to the device can. The reported event of insulation damage was confirmed. The high voltage lead impedance test was unable to perform due to the lead returning cut/separated consistent with procedural damage. The reported even of high defibrillation impedance was not confirmed .x-ray and electrical testing did not find any indication of conductor fractures. Other damages found are consistent with procedural damage.